Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported a recognized black spot artifact in a brain scan. A philips field service engineer (fse) went onsite to evaluate the system. The fse confirmed the artifact and visually inspected the system. Based on additional information by the fse, the reported image artifact was the result of a failing a-plane collimator, not from a cracked compensator as initially reported. The fse replaced the a-plane collimator to resolve the reported issue. There was no report of harm to a patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The system is in clinical use. This issue was determined not to be a reportable event.